Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had unknown mentor saline prostheses implanted in 1993. About 10 years after implant, she experienced a lot of pain. In 2012 she started having itchy and painful rashes all over her chest and back. Her dermatologist prescribed an ointment which she used with no relief. Her blood sugar dropped to as low as 40 mg/dl, she got shaky, and had to carry a glucometer even though she was diagnosed as not diabetic or pre-diabetic. She experienced seizures. In 2016, she developed allergies to food colors and chemicals. Ultimately the implants were removed on (B)(6) 2016. See 1645337-2019-09310 for contralateral prosthesis report.